Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4). Device unavailable for return.

Event description:
As reported to angiodynamics on (B)(6) 2017: laparoscopic liver resection by dr. (B)(6) followed by secondary lesion ablation with dr. (B)(6). Using a 29cm probe dr. (B)(6) had difficulty pushing the probe through the subcutaneous tissue, once he went through into the laparoscopic camera view the tip of the acculis probe was missing. The ceramic tip of the catheter had completely broken off and become lodged in the subcutaneous tissue. The surgeons attempted to retrieve the broken catheter tip unsuccessfully. Subsequently the object was left in the body. It was reported the disposable device is not available for return to the manufacturer for a device evaluation.

Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The reported complaint description of the tip of the applicator tip fracturing off cannot be confirmed as no sample was returned. Without receiving the device for evaluation, we are unable to definitely determine a root cause. A possible contributing factor could have been handling damage; i.e. Lateral forces on the applicator tip. It is possible that the patient moving during the procedure while the applicator was in place could have contributed to the reported issue. The instructions for use, which is supplied to with catalog number, contains a statement "always advance the applicator into the target tissue using axial forces only. Avoid placing lateral forces on the applicator tip during placement or removal" and lateral forces on the applicator tip should be avoided both during insertion and removal. Failure to do so could result in damage to the microwave array, failure of the applicator and injury to the patient." A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).